Manufacturer narrative:
Follow-up #1: date of submission 10/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: during investigation, the pump was returned with no evidence of moisture behind the display. Unrelated to the original complaint, the battery compartment was found to be cracked from the case seal traveling to the grip pad. A leak test was performed and a leak was identified at a crack at the bottom right corner between the keypad and pump seal. The pump cover was opened and moisture was observed on the force sensor plate. The original complaint of a cloudy display with moisture could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that moisture was located behind the display and that the issue was noticed after swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.